Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Patient reported right side "very intense tiredness". The following events are not related to the device, "suffered from pathologies driven by the inclusion of the prosthesis, which were described as rheumatological diseases (ankylosing spondylitis, fibromyalgia, hypothyroidism and scleritis), "hair lost", "focal lymphomononuclear infiltrate¿, ¿gigantocellular reaction spots, sometimes involving small vacuoles and cystic spaces containing synthetic material¿, and ¿damages caused by recalled product¿ the device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Patient reported right side "very intense tiredness". The following events are not related to the device, "suffered from pathologies driven by the inclusion of the prosthesis, which were described as rheumatological diseases (ankylosing spondylitis, fibromyalgia, hypothyroidism and scleritis), "hair lost", "focal lymphomononuclear infiltrate¿, ¿gigantocellular reaction spots, sometimes involving small vacuoles and cystic spaces containing synthetic material¿, ¿damages caused by recalled product¿ and "exacerbation of the autoimmune reactions, with symptoms of fatigue, weakness and memory impairment". The device has been explanted.